Manufacturer narrative:
Product complaint # (B)(4). Additional information: d10, h6. Additional h3 device evaluation summary: an open sample with a detached needle of product code h820 was returned for analysis. During the visual inspection of detached needle, the swage and attachment area were noted to be as expected and no suture remnant could be observed at the barrel hole, the end of the suture was examined and there isn¿t enough impression at the swage end, resulting in a needle pull off defect. The manufacturing records couldn't be reviewed as the batch number is unknown. Per the condition of the sample received, the assignable cause of the performance pull off suture needle, was a light swage, this defect is caused when does not tightens the press correctly and the swage area be weak on the needle/suture.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a rhinoplasty surgery in 2019 and the suture was used. It was reported that the needle broke off the suture. The surgery was completed successfully with delay in 2 minutes. There were no patient's consequences reported.